Event description:
It was reported to philips that the wireless footswitch's charger was defective which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.